Manufacturer narrative:
The oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. Afterwards a tightness test was performed. Thereby a crack at the connector of the de-airing cock on upper blood outlet side was detected. This failure will be handled in a separate complaint for tracking and trending. The crack on the de-airing port on upper blood outlet side was glued. Without gluing the crack, a performance test could not be realized. The glued product was forwarded to the qa laboratory for testing it's performance. After that the oxygenator was tested for its o2 and co2 transfer. Oxygenator passed successfully the performance testing. The cause of this failure was determined to not be attributed to a device related malfunction. Furthermore a device history record was performed. The product passed every production step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Complaint is related to # (B)(4). Both malfunctions occurred on the same product. (B)(4).

Manufacturer narrative:
(B)(6) 2015 09:08 am (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet (B)(4) requested the product back for investigation but has not received it until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): (B)(4).

Event description:
Description from the complaint report: "following this event, the oxygenator has not retained its oxygenation capacity, which forced the perfusionist to increase the fio2 and the flow. No clinical consequence was reported. The device has not been replaced during the intervention." Complaint is related to (B)(4). Both malfunctions occurred on the same product. (B)(4).